Manufacturer narrative:
This charger model number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported her charger was getting hot when she turned it on. She stated she had not been able to charge her ipg due to this issue. The pt also stated she has stimulation and is able to communicate with her programmer. A new charger was shipped to the pt on (B)(4) 2013. Follow-up information identified the pt received the new charger which resolved the issue.